Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v813549, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer indicated for gastrointestinal/pelvic floor initially reported the device "didn't work" and they wanted an appointment with the doctor. They did not know the battery would need replacing. Additional information received from the consumer reported that the device was checked on (B)(6) 2015 and the manufacture representative said it looked like the two leads were not working right. An x-ray was taken to check the lead placements which showed good results. The patient stated that the x-ray results did not make sense since she felt leg cramps high up in her leg and tingling in her back and leg. These symptoms made the patient sore, but the soreness went away when she turned the device off. An appointment was scheduled for (B)(6) 2015 to try different programs. See manufacture report number 3004209178-2015-20053 for other lead.

Event description:
Additional information received from the manufacturing representative reported an impedance check was performed initially which came back fine. The patient had been given new programs and the device was reprogrammed prior to x-ray.